Event description:
Patient reported "pain, breast deformations and hardening due to grade IV capsular contracture" and "reactive lymph nodes" confirmed via MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2022-18499. Clarification to b3 date of event: partial date "january 2018".

Manufacturer narrative:
This is a follow up to emdr (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "reactive lymph nodes", grade IV capsular contracture the reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported "pain, breast deformations and hardening due to grade IV capsular contracture" and "reactive lymph nodes" confirmed via MRI. This record is for the left side. Device was explanted.